Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged dim/faded screen; this has happened gradually. Battery was changed and contrast was set to 10 with no change in screen. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly. Unrelated to the complaint, the contrast keypad button was unresponsive, which has no effect on insulin delivery function. All other keypad buttons functioned appropriately. The keypad cover was removed and contamination was found under all key contacts. Additionally, there was a hole in the bolus button cover, but the button was still functional.